Event description:
Additional information reported that during the lead revision, the patient suffered a small seizure. It took the patient longer to recover from that procedure and he slept "a lot." It was noted that the patient had "psychological issues" and was last seen by the physician on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had never had therapeutic effect. The patient had just had his implant revised, the hcp just revised the leads recently, and the ins was currently off. The patient wanted to know how to turn the alarm off for the patient programmer since it alarmed daily. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension model # 37085-40, lot # nkn005209v, implanted: (B)(6) 2010, explanted: unknown; extension model # 37085-40, lot # nkn006322v, implanted: (B)(6) 2010, explanted: unknown; programmer model # 37642, lot # njz104759n; lead model # 3391s-40, lot # v257753, implanted: (B)(6) 2010, explanted: (B)(6) 2012; lead model # 3391s-40, lot # v257753, implanted: (B)(6) 2010, explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).